Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4). Device not returned for analysis

Event description:
(B) (4) peripheral cutting balloon registry. It was reported that in (B) (6) of 2007 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The de novo lesion was located in an arteriovenous fistula with an 8mm reference vessel diameter, and a 10mm target lesion length. The lesion had 80% stenosis pre-procedure and 10% stenosis post-procedure. There was no vessel tortuosity and there was no calcification at target lesion. The lesion morphology was tight concentric stenosis. The patient had a one-month follow up assessment in (B) (6) of 2007. The target lesion has remained patent since the index procedure. No adverse events were reported and no intervention was required since the index procedure. The patient had a three-month follow up assessment in (B) (6) of 2007. The target lesion has remained patent since the index procedure. No adverse events were reported and no intervention was required. The patient had a six-month follow up assessment in (B) (6) of 2007. The target lesion has not remained patent since the index procedure. Conventional angioplasty in the target lesion was performed in (B) (6) of 2007. Angiographic restenosis was confirmed. The twelve-month patient follow up assessment was in (B) (6) of 2008. The diagnostic examination included the measuring of blood pressure during dialysis. The target lesion has remained patent since the last procedure. No adverse events were reported and no intervention required.